Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger was resetting. The resets were caused by a shorted q1 current-controlling transistor on the charger bedside pca board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiences.